Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 5 and 24 hours. The patient developed an abscess on their back and went to a doctor and was prescribed flucloxacillin for 4 days. The patient went back to the doctor and was given a second round of stronger antibiotics.